Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during the final stapling of a bariatric procedure, the stapler and the load presented defect requiring replacement of the stapler. Due to defect, tissue was cut and not stapled leaving the stomach loculated. An open gastrectomy was being performed to correct the defect. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Manufacturer narrative:
Additional information: (phone#, fax#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the loading unit was fully fired and the sled was fully advanced. The loading unit anvil was noted to be damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of misuse of the product that has no relationship to the reported condition. Replication of the bowed anvil may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.¿ if information is provided in the future, a supplemental report will be issued.